Manufacturer narrative:
H3: device evaluation - cartridge returned in device tray. Visible inspection found no visible damage to device and no lint was noted on the cartridge. Cartridge was inspected under different lighting and magnification. Cartridge case was opened and cartridge was loose in case. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots. Claim# (B)(4).

Event description:
The reporter indicated that on a 12.6mm vticmo12.6 implantable collamer lens of a -16.5/2.5/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os). Reportedly, "there was a lint-like substance on sfc-45." There was no problem with the eye.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Aware date: 12/21/2023 claim# (B)(4).